Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was experiencing abdominal pain. An endoscopy was performed and showed band erosion. The band was removed. The patient had lost weight up until this point. The patient had received five fills prior to band explant. The patient is doing good.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.